Event description:
It was reported that during the procedure to treat a lesion in an unspecified vessel, a 2.0x12 nc trek rx balloon dilatation catheter (bdc) was advanced via femoral access toward the lesion against slight resistance, but failed to cross the lesion due to patient anatomy. During withdrawal, resistance was felt against the vessel, slight force was applied, and the proximal shaft separated into two pieces. Both pieces were able to be withdrawn from the anatomy without issue. Dilatation was successfully completed using an unspecified bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. Evaluation summary: the device was returned and analyzed. The reported failure to cross and resistance could not be replicated in a testing environment. The reported shaft separation was confirmed upon return. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency.